Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. Subsequently, the patient was treated with steroid injections in (B)(6) 2023 (specific date not reported); and oral and topical antibiotics (specific date and duration not reported).